Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the analysis indicated that the helix exceeded specification the number of turns to extend and retract.the analyst noted that helix does not extend or retract due to driveshaft being stuck on the retraction stop, helix becomes inoperable when the lug is stuck behind or on retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician indicated that the helix of the right ventricular (rv) lead would not retract. The lead was removed from the body and bench tested in which the helix was able to be retracted. The lead was not implanted, and an alternate lead was utilized. No patient complications have been reported as a result of this event.